Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. The recipient ceased device use. The recipient is bilaterally implanted and uses the contralateral device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.